Manufacturer narrative:
07-mar-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Male consumer via e-mail stated that the original oral-b brush heads for his toothbrush did not stay securely attached to the metal pin on the hand piece. No injury was reported. 05-dec-2021 follow up via e-mail: the consumer stated that an older oral-b brush head that he tried in the meantime sat loosely on the metal pin. No injury was reported. 28-jan-2022 case update: the suspect product lot was r65141015. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Male consumer via e-mail stated that the original oral-b brush heads for his toothbrush did not stay securely attached to the metal pin on the hand piece. No injury was reported. On (B)(6) 2021 follow up via e-mail: the consumer stated that an older oral-b brush head that he tried in the meantime sat loosely on the metal pin. No injury was reported.